Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
No additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The screw-boss on left plunger case was broken and the also battery door and top case were cracked. There was motor rate error in the event history log. An occlusion test was performed and the reported problem was duplicated; which was due to worn out motor assembly including motor, lead screw and clutch halves. The root cause was deemed to be normal wear. Actions were taken to mitigate the reported issue: replaced worm gear, motor bracket and leadscrew, clutch halves, cleaned and greased the motor assembly, performed occlusion test which passed.